Event description:
On (B)(6) 2019, a 15mm amplatzer septal occluder (aso) was selected for implant. When deployed at the defect, the device deployed in a "cobra" formation. The physician elected to exchange the device for another 15mm aso (lot number: 6080889) and the procedure was completed with no further issues. The patient is reported to be stable.

Manufacturer narrative:
The reported event of device deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, a 15mm amplatzer septal occluder (aso) was selected for implant. When deployed at the defect, the device deployed in a "cobra" formation. The physician elected to exchange the device for another 15mm aso (lot number: 6080889) and the procedure was completed with no further issues. The patient is reported to be stable.